Event description:
It has been reported to co that during the procedure while being used in conjunction with a competitors stent, as the physician attempted to pull the wire back, the tip of the wire broke off in the vessel. Reportedly, the tip had caught on the stent. The fragment was retrieved and the patient is reported as fine. The device is being returned for co's analysis.